Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
While the surgeon was impacting the tibial nail by hitting the strike plate on the t2 tibia spi set, the grooved portion of the strike plate was sheared off in the nail adapter screw hole. Strike plate 1806-0150. Nail adapter 1806-1402.

Manufacturer narrative:
The evaluation revealed the nail adapter t2 tibia spi and the strike plate t2 femur to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items were documented as faultless prior to distribution. An investigation was not possible due to missing products. The reported event could not be confirmed and the root cause could not be determined. A more precise evaluation was not possible due to missing products. Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
While the surgeon was impacting the tibial nail by hitting the strike plate on the t2 tibia spi set, the grooved portion of the strike plate was sheared off in the nail adapter screw hole. Strike plate 1806-0150. Nail adapter 1806-1402.